Manufacturer narrative:
One twinfix ultra 4.5mm awl-dilator was returned for evaluation of the reported complaint mode, ¿broken tip.¿ the defect was confirmed, the awl-dilator tip was broken at start of the thread crest, at distal end of device. Approximately .150¿ of device was missing. Visual damage, including a large depression, was evident on proximal tip of handle. The device appears to have been hit with excessive force causing the tip to fracture and break during use. Reference the IFU supplied with instrument. ¿precautions¿ as with any surgical instrument careful attention should be exercised to ensure that excessive force is not placed on instrument. Excessive force can result in instrument failure. (B)(4).

Event description:
During a rotator cuff repair utilizing awl-dilator, twinfix ultra, 4.5mm, it was reported that the tip broke when tapping very hard bone. The tip was left embedded because it was solid in the bone. The surgeon prepared another hole with a different awl-dilator before he put in the anchor. The first anchor used was a twinfix ultra ha 4.5mm and the second was a twinfix ultra pk 4.5mm. There were no reported patient injuries or complications.